Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air entered the line of a vented paclitaxel set. The set was used with a spectrum infusion pump. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.